Manufacturer narrative:
Unit received with intermittent buttons due to corroded keypad traces. There were no button error alarms and no frozen screens noted. Pump received with cracked case at reservoir tube lip, minor scratched lcd window, stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the screen freezes and the buttons are not responsive. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for button error. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.